Event description:
It was reported that the customer was admitted to the hospital for high blood glucose levels. The diabetes nurse educator stated that, the customer was fighting an infection. The insulin pump passed the lead screw test. Troubleshooting was not completed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.